Event description:
It was reported that the distal tip of this device was detached. The 80% stenosed target lesion was located at the mildly tortuous and mildly calcified right external iliac artery. The vascular access was obtained from the side of the lesion with retrograde approach. During the dilatation of the lower limb vessel, v-18 control wire guide wire was able to cross the lesion, then intravascular ultrasound (ivus) was performed using an atlantis 018 imaging catheter. Stent sizing was done during ivus. While removing the imaging catheter to perform stenting, resistance was encountered near a hemostasis valve of the sheath. The distal tip of the imaging catheter seemed to come into contact with the valve. The device was removed by flushing it. However, the distal tip was noticed to be detached. The detached part was caught on a portion of the guide wire outside the patient's body. They could not determine if the detached part was stretched or not. No fragment was found in the body. The physician thought that the detachment occurred outside the patient's body. A renegade micro catheter was also used during the procedure and resistance was encountered while advancing the guide wire through it. The physician alleged that resistance was also encountered between the micro catheter and the imaging catheter and between the guide wire and the imaging catheter. The procedure was completed with another of the same imaging catheter. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed a broken and missing distal tip. Approximately 5 mm distal tip was missing. The broken distal tip section appeared stretched and neckdown at the ro marker area. A kink was observed on the returned guidewire at 2.8 cm from the guidewire tip end. During analysis, the returned non bsc guidewire (0.018") was inserted into the guidewire exit port. It did not thread all the way through. A test guidewire (0.014") was inserted and cannot go through the exit port due to broken distal tip. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the distal tip of this device was detached. The 80% stenosed target lesion was located at the mildly tortuous and mildly calcified right external iliac artery. The vascular access was obtained from the side of the lesion with retrograde approach. During the dilatation of the lower limb vessel, v-18¿ control wire¿ guide wire was able to cross the lesion, then intravascular ultrasound (ivus) was performed using an atlantis¿ 018 imaging catheter. Stent sizing was done during ivus. While removing the imaging catheter to perform stenting, resistance was encountered near a hemostasis valve of the sheath. The distal tip of the imaging catheter seemed to come into contact with the valve. The device was removed by flushing it. However, the distal tip was noticed to be detached. The detached part was caught on a portion of the guide wire outside the patient's body. They could not determine if the detached part was stretched or not. No fragment was found in the body. The physician thought that the detachment occurred outside the patient's body. A renegade micro catheter was also used during the procedure and resistance was encountered while advancing the guide wire through it. The physician alleged that resistance was also encountered between the micro catheter and the imaging catheter and between the guide wire and the imaging catheter. The procedure was completed with another of the same imaging catheter. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4).